Manufacturer narrative:
Note: product reference 4436725 is not cleared for sales in the USA, but its catheter is similar to the product reference 5436725 cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of access ports released in september 2018. Investigation results: we did not receive the complaint sample for investigation. X-ray picture review: the provided : x-ray pictures show a catheter correctly implanted via the jugular vein. When the incident was discovered, the catheter was ruptured at its entrance in the jugular vein. The catheter extremity had migrated to the heart. The pictures are inconclusive concerning the root cause of the rupture. Conclusion: without the complaint sample for investigation, we cannot conclude on the real cause of the incident. The review of the x-ray pictures did not allow us to see any defect in the catheter trajectory that could explain its rupture only 14 days after the implantation. This is a rare incident ((B)(4)), no corrective action is envisaged at the moment. If new element become available in the future, we will re-open this complaint.

Event description:
Broken catheter (the catheter was broken down about 6 cm after the port) at the junction between vena cava and right artrium.